Event description:
Pt presented to ER with a presyncopal episode. She did not have absolute loss of consciousness. Over the night in the hosp, the monitor revealed complete ventricular pacing and dr evaluated this and concluded that the atrial wire wasn't functioning. As her ventricular lead was under alert the whole system was replaced.